Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was hospitalized after experiencing a syncopal event for an unknown reason. The device remains in service and no additional adverse patient effects were reported.